Event description:
Pt had appendectomy in 1995 and endo-gia stapler was used to resect appendix. Pt had right lower quadrant pain intermittently for yrs after surgery. I took pt to operating room for right oophorectomy because of persistent, recurring pain. Ovary was normal but there were staples near the ovary, involved in adhesions in the right pelvis, and in the peritoneum of the right pelvic sidewalls. These staples were removed in addition to ovary and pt's pain improved. Dates of use: (B)(6) 1995 -- (B)(6) 2010. Diagnosis or reason for use: appendectomy.